Event description:
It was reported that while at an account when it was turned on there was a loud knocking noise coming from the unit internally. He shut the unit down and rebooted and continued to hear the noise. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.